Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation through complaint information, causes such as, wear, deterioration, deformation, degradation or some kind of physical stress without any design or manufacturing issue is a possible cause of the failure. The most probable cause is not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the uretero-reno videoscope to the service center for a separate issue. During the device analysis, the service repair technician indicated a hole in the foceps channel. It was also found that the adhesive was chipped at the bending rubber.. There was no patient involvement.